Event description:
It was reported that during a post tib repair with internal bracing procedure, the q-fix ultra couldn't be deployed. Using a 1.25 mm drill pin to locate at the targeted bone, then a 2.9mm cannulated drill bit was used to create initial hole with the extremities guide. The surgeon placed the q-fix ultra in the initial hole and started to deploy by twisting the knob of the implant, till 2 pop sound was heard, but implant didn't deploy in the bone and it formed the ball in the metal shealth instead, then the suture was released and the implant was removed. The procedure was resumed after a non-significant delay, with a change in surgical technique. No anchor was implanted, which resulted in a void left in the patient. Patient is fine and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case- (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.